Event description:
It was reported that the tubing of a blood/solution administration set was crushed. This was noted before use. The reporter stated that the tubing was sealed in the edge of the overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection revealed that the tubing of the set had been sealed and that the set¿s overpouch had missing seal marks. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.